Event description:
It was initially reported that during a da vinci si prostatectomy procedure, the fenestrated bipolar instrument was firing without the surgeon's input. Isi technical support engineer (tse) advised the customer to check the valley lab generator settings to ensure that the auto fire button was not turned on. The da vinci coordinator nurse was not able to find the auto fire settings. The customer swapped to a backup generator; the prostatectomy procedure was successfully completed with no patient harm.

Manufacturer narrative:
The clinical sales representative (csr) followed up with initial reporter da vinci coordinator nurse. She indicated that someone in the surgical staff accidentally turned on the auto fire switch on the valley lab generator. They were able to switch to a backup generator to complete the prostatectomy procedure. The procedure was successfully completed with no patient harm. The patient was discharged from the hospital. The da vinci si instructions for use (IFU) specifically states: caution: inadvertent electrosurgical energy may cause serious injury or surgical complications to the patient. It is important to ensure a full understanding of the da vinci surgical system energy user interface and use caution when working near critical anatomy. As of (B)(4) 2013, there have been no reported recurrences of the issue at this hospital.